Event description:
It was reported that the customer had high blood glucose levels of 240 mg/dl. The customer reported receiving a low battery alarm from the insulin pump. The customer replaced the battery on the insulin pump. The customer continued to receive the low battery alarm from the insulin pump. It was not clear whether the alarm was cleared from the insulin pump because the customer had to leave. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).